Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device broke at the junction between the sheath and the retractor legs, leaving three pieces if bakelite in the abdominal cavity. The three pieces were recovered and removed from the abdomen. There was no patient injury.